Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing, loss of capture, and had a possible fracture and insulation damage. The patient experienced syncope. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was extrinsically breached due to a cut. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted the fractured distal conductor filars were found visually.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.